Event description:
The patient has two scs systems (cervical and thoracic). It was reported the patient complained her cervical ipg rubbed her bra and caused pain. The physician revised the ipg pocket location on (B)(6) 2013. Follow-up indicated the issue had resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.